Manufacturer narrative:
The permanent cautery hook (pch) instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the wires at the tip of the permanent cautery hook (pch) instrument were observed to be smoking. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the reported event occurred during the middle of the procedure. There was no report of arcing or patient injury as a result of the issue. Furthermore, when the issue was noted, the instrument was immediately removed and replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook (pch) instrument was analyzed and found to have thermal damage at the tip. The instrument passed electric continuity. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument released energy and began arcing almost immediately on several attempts. Inspection of the silicone potting and conductor wire weld to hook/spat base was performed by cutting the distal clevis and removing the conductor cap. The conductor wire was not broken and was still attached to the yaw pulley. The complaint was confirmed by failure analysis.